Event description:
It was reported that this pacemaker was unable to be interrogated by the programmer. Technical services (ts) provided troubleshooting steps to the health care professional (hcp), but the device still couldn't be interrogated. A "stop when reading data," message appeared on the programmer. Ts suspected this pacemaker hasn't been updated with the latest software update, which may be causing the interrogation issues. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.